Event description:
A powerport clearvue slim implantable port was being placed in a patient. When the general surgery fellow when to retract the guidewire tip and when he pulled on it, the tip completely came uncoiled. A whole new port had to be opened to replace it.